Event description:
Or staff reported a dermal abrasion across the cheeks of the face, which became edematous then scabbed over. Stated that she was unable to wear a mask (any mask) for 2 weeks. Was treated with cortizone cream. Right cheek is currently discolored with possible scarring.